Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture in its proximal shaft. If the device is forcefully advanced through the non-penumbra sheath at an extreme angle, damage such as a kink may occur. Subsequently, if the kinked device is retracted from the non-penumbra sheath, the device may fracture. Further evaluation of the device revealed additional kinks and ovalizations in the catheter, the guidewire lumen was kinked at its proximal end and the distal tip of the device was slightly ovalized. These damages were likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, after the physician made four passes in the posterior tibial artery using the catrx, the physician advanced it a fifth time and kinked the catrx proximally while on the wire. The physician then kept advancing the catrx softly and went down to the posterior tibial artery. They made one more pass and subsequently took a picture. At this moment, the physician realized something did not look right as the contrast was not going down the vessel. They pulled the catrx back and noticed it had broken off at the point of the kink. Because the catrx was still on the wire, the catrx, sheath, and wire were pulled out of the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.